Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The remote user interface (rui) console was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system's mechanics would not work. No pt injury was reported.